Manufacturer narrative:
(B) (4). Physio-control determined that the device failed to power on due to a depleted internal hlc battery. However, the cause of failure was not determined. A replacement device was provided to the customer.

Event description:
Physio-control was performing an eval of a device returned on recall #z-0836-2007 at the failure analysis center. The device would not power on. There was no pt use associated with the event.